Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb charging cable was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering tip of the cable. The customer's blood glucose level was 80-200 mg/dl. Reportedly, the customer was able to successfully charge the pump using the same usb cable.